Event description:
During a laparoscopic nephrectomy the device tore on insertion of the hand. The "num" confirmed that they used water based lubricant. There was no pt consequence. Delay to the or time while another device was sourced. Duration unknown.